Event description:
Cath placed in left femoral, reaching ivc junction, flowed well two days then quit flowing, do I retracted it about 1" patient pulled on catheter at end of dialysis in 2008, and it stopped flowing altogether. Catheter worked again the previous month, then failed on the following month. On fluoroscopy, the catheter had retracted further so that the tip was in the iliac vein. Ij's were both unusable for catheter so, radiologist placed two guidewires into the catheter. A solid body 32cm tunneled catheter was placed. On inspection of the catheter, the cuff was absent. So it presumably was left in the tunnel, just above the new catheter cuff.

Manufacturer narrative:
Conclusion: the complaint investigation is inconclusive. The complaint sample was not returned for evaluation. Without the actual sample angiodynamics is unable to conduct a thorough investigation. However, a corrective action has been opened to address this type of complaint. Based on information obtained through the corrective action, it appears as if the cause of the complaint is a manufacturing error. This product is manufactured at via biomedical. The following information is listed in the instructions for use to help prevent catheters falling out: catheter must be secured/sutured for entire duration of implantation. Cut sutures from suture wing. Follow hospital protocol for removal of skin sutures. Free cuff from surrounding tissue. This type of complaint will continue to be monitored for trends. No further action at this time.